Event description:
It was reported that an error message occurred at initial boot-up of the programmer. Use of the service disk did not resolve the issue. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the error at boot up, reconfiguration was completed and software was reloaded to resolve the issue. It was also noted that the tab was broken on the power cord bay door. (B)(4).